Event description:
The user reported that the base of the blood parameter probe was broken. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.